Event description:
It was reported that the screw broke during torquing in surgery. Subsequently, the screw was explanted. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Visual and functional examination of the returned plugs did not confirm the reported event. The plugs functioned as the design intended. The manufacturing records were reviewed and there were no dimensional, functional or material anomalies found in the documentation. There is no indication that the device was not manufactured according to the specifications. No adverse effect was reported as a result of this event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 4 mdrs filed for the same event (also see 0002242816-2013-00067/00070).